Manufacturer narrative:
The investigation of the returned coil system found the implant separated from the pusher with coils damaged, kinked and loops deformed. The pusher's heater coil showed no signs of activation using a detachment controller. The investigation found the monofilament experienced a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization, the coil unexpectedly detached in the catheter. There was no reported patient injury.